Event description:
A customer reported that the footswitch was not responding to commands during surgery. A back up fooswitch was used and this seemed to correct the issue. However, they continue to experiencing the same issue intermittently and now believe it is related to a system issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 8, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).